Event description:
Abbott was notified on 8/15/2007 that during a surgical kit inspection performed in 2007 prior to a thoracolumbar surgery, the screw was found to be disassembled. There was no patient contact associated with the event.

Manufacturer narrative:
Event was not associated with pt contact. The device was not implanted. Investigation pending.